Manufacturer narrative:
Pump received with button error alarm and no button response due to flattened button dome switch. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer's blood glucose was 230 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.